Manufacturer narrative:
Correction: product was revised from mzxt5307 to mzxt5306, changes captured in d1, d4 & g.5. The customer complaint of maxzero t-connector unintended disconnection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the t-connector disconnected from the IV catheter during pressure injection of contrast during a CT scan. The IV tubing line and catheter had been checked for a good blood return and flushed with 10ml of normal saline prior to connecting the power injector, followed by a final test injection of 20ml of normal saline. The line was confirmed as patent. Upon injection of the contrast, the flow was going through the IV just fine until suddenly t-connector disconnected from the IV catheter and fluid was going all over the floor. The injection was paused and the t-connector was reconnected to the catheter hub. It was reported that there was a delay in imaging and a less than optimal exam. There was no patient harm.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the t-connector disconnected from the IV catheter during pressure injection of contrast during a CT scan. The IV tubing line and catheter had been checked for a good blood return and flushed with 10ml of normal saline prior to connecting the power injector, followed by a final test injection of 20ml of normal saline. The line was confirmed as patent. Upon injection of the contrast, the flow was going through the IV just fine until suddenly t-connector disconnected from the IV catheter and fluid was going all over the floor. The injection was paused and the t-connector was reconnected to the catheter hub. It was reported that there was a delay in imaging and a less than optimal exam. There was no patient harm.